Event description:
The pt contacted animas alleging that keypad button presses did not activate desired pump functions. The pt claimed that the down arrow button required several presses in order for the pump to respond. She alleged that the button was sticking and the pump was intermittently responding to the button presses. The pt denied that the keypad was damaged. She also denied that the device was exposed to moisture. The pt did not allege any harm or injury because of the reported issue.

Manufacturer narrative:
The pump was returned to animas and evaluated. The keypad appeared to be intact with no lifting or peeling observed. The "up/down/ok" keypad buttons required excessive force to activate during testing. The keypad was removed for further investigation. The "up/down" key contacts were observed to be misaligned. The "up/down/ok/contrast" key contacts were also observed to become inverted when pressed and were not always springing back. Evidence of keypad adhesive found under all key contacts.